Event description:
A talent stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was severe tortuosity and small in diameter arteries. It was reported that the stent graft system was unable to reach the intended landing zone. The stent graft system was successfully removed from the patient. There was kink in the delivery catheter. The physician believes that the kink in the stent graft catheter was due to patient vessel morphology. The patient was treated with dilators and conduit and the physician used another talent device successfully. The device was discarded by the user facility. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results & conclusion: severe tortuosity and small in diameter arteries.